Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported the ins was turned off for some time because it was not working. No symptoms or further complications were reported.